Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was 472 mg/dl. Customer¿s other blood glucose value was 399 mg/dl. The customer was treated with manual bolus for high blood glucose level. Customer also stated that there was a crack on the side where they put the battery. Customer stated they did not feel ok to troubleshot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Cracked battery tube noted.